Event description:
It was reported that when using the bd pyxis¿ es server, stations failed data synchronization during a 1.11 station upgrade. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the required network ports were timing out, impacting station data synchronization. A technical support specialist (tss) informed the service engineer (se), via teams to coordinate with the hospital information technology (hit) team to verify port status for the affected stations. The se confirmed that the issue had been escalated to the hit team. Subsequently, the se provided an update that the port issue had been identified by it. Following resolution of the network issue, the stations were able to proceed with data synchronization. The system functioned as intended after the technical support specialist troubleshot the device.